Event description:
Technician alleged that when setting the brake at the head of the bed, the foot brake will still roll.

Manufacturer narrative:
Technician replaced the broken and worn foot brake linkage to resolve the issue.